Event description:
It was reported that a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer generated a leak during patient use. The reporter stated, ¿the solution leaked from the air vent." The event occurred during infusion. It was also mentioned that there was no concomitant drug, no concomitant device, no bleed-back, with an unknown name of chemo drug, and no bio-hazard. The device was not reprocessed/resterilized. There was no adverse event/patient harm, and no delay in critical therapy. There was no unprotected chemo exposure in this event. The set was replaced and therapy resumed. There was no patient or healthcare provider harm. This is report three of four reports.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.